Event description:
During process of taking biopsy from left ovary, biopsy grasping forcep broke. Jaw of forceps would not close. After taking forceps out of pt, it was examined and a small piece was missing.